Event description:
The pt presented with very tortuous, calcified vessels. A gore excluder bifurcated trunk ipsilateral device was successfully deployed. The clinician was unable to position and deploy the contralateral limb device due to the inability to cannulate the contralateral gate. The clinician successfully performed an aorto uni-iliac procedure. The pt status was stable following the procedure.